Manufacturer narrative:
(B)(4). Date sent: 3/10/202.1 investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60b reload loaded on the device. The reload was received fully fired. A staple was lodged in the knife channel. Further analysis showed that the articulation mechanism was damaged as it would not hold the articulation setting. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was complete and the staples meet the staple form release criteria, however, the cut was noted to be jagged due to a nicked knife. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. The device was sent to (B)(4) for additional evaluation. Upon arrival in (B)(4) lab, CT images were performed and some loose staples were observed in the knife slot and the knife was noted nicked.

Manufacturer narrative:
(B)(4). Date sent: 1/19/2021 d4: batch # u5ej6e h6: component code: mechanical(g04) investigation summary the analysis found that one plee60a device was returned with no apparent damage and with one gst60b reload loaded on the device. The reload was received fully fired. A staple was lodged in the knife channel. Further analysis showed that the articulation mechanism was damaged as it would not hold the articulation setting. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was complete and the staples meet the staple form release criteria, however, the cut was noted to be jagged due to a nicked knife. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy, on the fifth and final firing, utilizing a blue reload with echelon staple line reinforcement, the stapler malfunctioned causing an incomplete staple line and leaving a hole in the patient's stomach. The tissue appeared to be dragged by the knife blade during the firing. The surgeon pulse fired. A few rows of staples formed with the slr before the hole was created- staples that the sled pushed before the knife blade entered tissue. During firing, the surgeon and sales rep knew something was wrong. The device was collected. A new device was used to finish the procedure (enough margin to staple off the hole and oversew). Tech loaded the device correctly (reload and slr). Surgery was delayed 30 minutes due to this reported event. No patient consequences. No change in post-op care.